Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. On power up the display, keypad, and compressor would not start and device would go into constant alarm. After replacing several parts, the stm determined the pump, motor control, and power supply were defective. The process of troubleshooting caused a second motor control board and power supply to be consumed. Once the system booted up normal and the "system test ok" message was displayed, the original parts that were not defective were replaced as well as the foam compressor out gasket. Since the system was near 5000 hours the stm installed the 2500 maintenance kit excluding the pump diaphragms since the new pump was installed. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shutdown during transport. No patient harm, serious injury or adverse event was reported.